Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm or stuck buttons were noted. The unit had a cracked case at the display window corner, minor scratched liquid crystal display window, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was 270 mg/dl. The customer did not observe any significant events leading to the alarm, stating that the insulin pump had not been dropped or exposed to moisture. She also reported that the buttons stopped working and had become unresponsive. She stated that the act, down arrow and up arrow buttons did not respond. She stated that the buttons got stuck when pressed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.